Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient wanted help using the external devices because they were not savvy with technology. They stated it didn't seem to be doing any good for their symptoms. They stated this had been since having the new ins implanted, they had no relief what so ever. The stated they were running to the bathroom constantly and had to hold themselves so they didn't urinate into their diaper. They stated they were still wearing a diaper and a pad. Caller was walked through adjusting stimulation from 1.6v to 1.9v. They confirmed stimulation was comfortable in the bike seat area. They were going to monitor symptoms and follow-up with their healthcare provider if they didn't resolve. It was noted they had an appointment scheduled for (B)(6)2019. Additional information was received from a consumer indicating that they had their device replaced in november and since then had not gotten any relief at all. The patient stated that it was devastating to go through all the agony of the implant just to not get relief. The patient stated that they were very, very incontinent and have had some pain since it was implanted, but no relief. Troubleshooting could not be performed due to lack of access to equipment. On (B)(6) 2020 the patient called back and with their equipment. Programming guidance was reviewed, and it was suggested tat the patient switch programs as the current one was set to 7.0. The patient switched programs and were directed to monitor their symptoms and adjust based on their results. The patient was advised to work each program and if they still didn't notice improvement, they should consult with their healthcare provider. No further complications were reported. Additional information was received on 2020-04-21 and patient stated that the device was replaced as they found out that it was not working and was corrupt. And the battery had went out. Patient reported that it is not comfortable when she sits down the device causes discomfort. No further complications noted or anticipated